Event description:
The customer reported that the rf ablation procedure was performed with the act1520 electrode and a metal guiding needle. After 5 minutes, the doctor noticed that the needle-insertion site was hot and burned. The procedure itself was completed fine, but post-op, it was confirmed that the needle coating was damaged. The pt is currently in dermatological treatment for a 3rd degree burn.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.